Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room due to shortness of breath. A chest x-ray was performed and atrial lead dislodgement was observed. Device interrogation also revealed loss of capture on the lead. On (B)(6) 2021, the atrial lead was repositioned. Patient was in stable condition during and post procedure.